Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is 69 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:remote management of heart failure using implantable electronic devices. European heart journal. 2017; 38(30):2352-2360. Doi: 10.1093/eurheartj/ehx227. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding remote management of heart failure using cardiac implanted electronic devices (cieds). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patient deaths and patients that experienced unplanned hospitalization for cardiovascular reasons. It was noted that no adverse events were reported during the study period. The status of the devices is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.